Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock to the patient due to small r wave amplitude and larger t wave leading to t wave oversensing. Boston scientific technical services (ts) recommended to perform a manual setup for sensing changes and evaluation and postural assessment. This electrode remains in service. No adverse patient effects were reported.